Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
No unexpected error alarm was noted. The insulin pump programmed with the current time and date and monitored in the 50 c oven for several days. The time and date functioned properly. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported the customer's insulin pump alarmed. The customer's insulin pump will be replaced as the alarm occurred a second time. No additional information provided.